Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet charging system did not charge the device, with the patient noting no blue indicator lights on the charger despite trying multiple wall outlets, and a replacement charging pad was shipped and subsequently restored charging function. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included customer service troubleshooting and assessment of charging function via replacement. Investigation of this case revealed a malfunction of the original charging pad that prevented power transfer. It was concluded that the issue was device-related to the charging accessory and was resolved with replacement. The original charging pad was discarded and is unavailable for evaluation.